Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported that the pole mount that attaches to the f-cu5 to support the technical bar had broken, which caused the f-cu5 and the pt data module to fall. At this time, it is not clear if the weight on the pole mount was exceeding the weight limitation. There was no reported pt injury associated with this event.